Manufacturer narrative:
H10- device evaluation results: visual inspection found that the graduation marks, located to the left of the barrel axis (corresponding to 5, 15, 25, 35, 45, 55, 65, 75, 85, 95 units of heparin) were skewed, not perpendicular to the barrel axis, thus confirming the customer reported product problem. A manufacturing problem was identified as the root cause. The provided samples were further evaluated for zero line registration and print orientation by using in-process test methods. While the samples passed the optical evaluation for zero line, they did not meet the tolerances of the print orientation gage. The water was drawn into each syringe by pushing the syringe plunger all the way down, putting the needle into the beak with water and drawing the water by lining up the top ring (front wiper seal) of the plunger tip with the desired mark on the syringe (i.e. 5, 25, 45 and 100 units of insulin). The weight of the water volumes for each draw and sample was obtained in grams by using the scale and subtracting the weight of the dry syringe from the total weight of the syringe, containing the water. The obtained water volumes in grams were then compared to graduated capacity ranges, established based on tolerances on graduated. The obtained water volumes met the iso tolerances on graduated capacity of insulin syringes. The source of the problem is associated with the fns barrel printer set/up and/or adjustments. A non-conforming event was initiated to further evaluate and investigate the reported problem and determine further actions. A one year complaint history review since december 2019 identified no trends for this product and category. The production teams were notified for awareness of the problem reported in this complaint. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly.

Manufacturer narrative:
Other text: additional information: h3, h6, h7, h9. D5 is unknown. No information has been provided to date. Device evaluation: samples were provided for investigation. Visual inspection found that the graduation marks, located to the left of the barrel axis (corresponding to 5, 15, 25, 35, 45, 55, 65, 75, 85, 95 units of heparin) were skewed, not perpendicular to the barrel axis, thus confirming the customer reported product problem. A manufacturing problem was identified as the root cause. The provided samples were further evaluated for zero line registration and print orientation by using in-process test methods. While the samples passed the optical evaluation for zero line, they did not meet the tolerances of the print orientation gage. The water was drawn into each syringe by pushing the syringe plunger all the way down, putting the needle into the beak with water and drawing the water by lining up the top ring (front wiper seal) of the plunger tip with the desired mark on the syringe (i.e. 5, 25, 45 and 100 units of insulin). The weight of the water volumes for each draw and sample was obtained in grams by using the scale and subtracting the weight of the dry syringe from the total weight of the syringe, containing the water. The obtained water volumes in grams were then compared to graduated capacity ranges, established based on tolerances on graduated. The obtained water volumes met the international organization for standardization (iso) tolerances on graduated capacity of insulin syringes. A non-conforming event was initiated to further evaluate and investigate the reported problem and determine further actions. A one year complaint history review since december 2019 identified no trends for this product and category. The production teams were notified for awareness of the problem reported in this complaint. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a customer states the even numbers graduation marks quality is slanted causing concern from the clinicians on dosing. No adverse patient effects were reported.